Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's parent reported that the patient experienced a skin reaction. The patient developed a rash, redness, inflammation, and an infection under the sensor pod area only. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (cephalexin, dosage not specified). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.